Event description:
The patient reported that the implantable cardiac monitor (icm) had moved into the shoulder area and was hurting. The physician had decided to leave the icm implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).